Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatic resection, when clipping the vessel, the clip was loaded then it came out with the jaws already closed. Used another device to complete the procedure.